Event description:
It was reported that the cup was revised due to gross loosening. Inferiorly, cut pulled away from bone, screws and all.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.